Manufacturer narrative:
PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluated by MFR: part: 03.010.410; lot: l348115; manufacturing site: (B)(4); release to warehouse date: april 07, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Visual inspection: the blade adapter piece is broken off at the cross over from the thread to the shaft. In general, the impactor is in a very used condition; there are numerous marks of strong hammer blows on the top piece. But also, at the blue handle, the shaft and bottom side of the rim with the attach/lock mark are marks of strong hammer blows visible. Dimensional inspection: checked dimensions with caliper per drawing: inner diameter at the fracture face: pass. Outer diameter at the fracture face: pass. Drawing/specification review: the manufacturing documents of the last three potential work orders that were produced prior to lot l348115 were reviewed. The review has shown that with 1.4123 stainless steel the correct material was used and that the hardness was within the specification. The pfna surgical technique was reviewed. Related to the blade insertion, the following statements can be mentioned: ¿insert the pfna blade to the stop by applying gentle blows with the hammer.¿ ¿precaution: do not use unnecessary force when inserting the pfna blade.¿ summary: the complaint is confirmed as the blade adapter piece is broken off as complained. This lot was manufactured in april 2017 and we are not aware of any other complaint for this article- and lot combination. Based on that, the findings above and the excessively used condition of the received impactor, a manufacturing related issue can be excluded. The visible strong hammering marks at the handle, the shaft, and the bottom side of the rim with the attach/lock mark, show that the device was exposed to high lateral forces and this indicates that finally a mechanical overload caused the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during proximal femoral nail antirotation (pfna) femoral intramedullary (im) nailing procedure for fractured femur on (B)(6) 2019, upon insertion of an unknown pfna blade, the tip of an impactor for pfna blade snapped off and remained in-situ at the end of the blade. The surgeon decided to leave the blade with the tip of threaded impactor in-situ as it could not be released from the blade itself. The other part of the impactor was removed easily. The procedure was successfully completed with an approximate thirty (30) minute surgical delay. Patient outcome is unknown. Concomitant devices: pfna blade (part: unknown, lot: unknown, quantity: 1). This report is for an impactor for pfna blade. This is report 1 of 1 for (B)(4).